Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was dead. Boston scientific technical services (ts) explained that this was probably battery capacity depleted (cd) and recommended replacement. The patient was referred to the following physician. To date, the device remains in service. No adverse patient effects were reported.